Event description:
It was reported that this right ventricular (rv) lead pacing impedance high out of range. The impedance measurements later on drop down. The lead remains in service. No adverse patient effects were reported.